Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe did not cut during vitrectomy surgery. The speed was slowed to 5000 cuts per minutes still cutter did not cut. The new pak was opened to complete the surgery on the same day. There was no patient impact.